Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed. (B)(4).

Event description:
The system populates patient data from one patient to previous patient information, showing up in a current patient report summary. No injury to the patient was reported.